Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. Six days after onset, the patient was hospitalized for the event. The patient was treated with injection vancomycin (2g, route, duration, and frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the event was unknown. No additional information is available. This is report 1 of 3.